Event description:
Ureteral stent broke during attempt to remove. Small piece remained in renal pelvis which was removed under fluoroscopy. Large piece remained in ureter and bladder and had to be removed in or.